Event description:
Pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patient's body [device failure]. Case description: this serious spontaneous case from india was reported by a consumer as "patient had some severe issues (ill-defined disorder)" with an unspecified onset date , "pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patient's body (device failure)" with an unspecified onset date and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "product used for unknown indication", insulin (insulin) , a non-novo nordisk suspect product insulin (insulin) from unknown start date for "drug use for unknown indication", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 4: insulin: medical history was not provided. On an unknown date patient had issue with pen- issue while injecting insulin for 2 days, 6 times, there was no injection of insulin in patient's body, and when travelling outside hometown patient got severe issues and was hospitalised. Details of hospitalisation were not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Batch numbers: novopen 4: unknown. Insulin: requested. Action taken to insulin was not reported. The outcome for the event "patient had some severe issues (ill-defined disorder)" was unknown. The outcome for the event "pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patient's body (device failure)" was unknown. Reporter's causality (novopen 4). Patient had some severe issues (ill-defined disorder): unknown. Pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patient's body (device failure): unknown. Company's causality (novopen 4). Patient had some severe issues (ill-defined disorder): unlikely. Pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patient's body (device failure): possible. Reporter's causality (insulin). Patient had some severe issues (ill-defined disorder): unknown. Pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patient's body (device failure): unknown. Company's causality (insulin). Patient had some severe issues (ill-defined disorder): unlikely. Pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patient's body (device failure): possible. Case was reclassified as non-serious to serious on 19-nov-2025 due to addition of event "patient had some severe issues" with hospitalisation seriousness criterion preliminary manufacturer comment: 24-nov-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached on device functionality. The relevant information on clinical event due to device malfunction is not clear.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patient's body [device failure] noise of injecting mechanism [device issue] patient leave the needle attached to the pen in between injections for 2 -3 days [product storage error] patient dialling clicks to estimate the dose of the product [wrong technique in device usage process] case description: this serious spontaneous case from india was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patient's body(device failure)" with an unspecified onset date, "noise of injecting mechanism(noise from device)" with an unspecified onset date, "patient leave the needle attached to the pen in between injections for 2 -3 days(device stored with needle attached)" with an unspecified onset date, "patient dialling clicks to estimate the dose of the product(wrong technique in device usage process)" with an unspecified onset date, and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "product used for unknown indication", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "drug use for unknown indication", on an unknown date, patient had issue with novopen 4, issue while injecting novorapid insulin for 2 days, 6 times, there was no injection of insulin in patient body. Novorapid insulin was not injected, it was just a noise of injecting mechanism. When sugar level increased, patient checked the pen, the new cartridge was having no change in level even after injecting 7 times till 7am on (B)(6) 2025. Patient not observed the level of insulin from (B)(6) morning to (B)(6) morning. On an unspecified date, when travelling outside hometown patient experienced severe dehydration in hotel, hyperglycemia with blood glucose (blood glucose) level was 598 (unit not report-ed). Patient vision got blurred and could not see the person who took patient to hospital in car. On (B)(6) 2025, patient went to local hospital for emergency treatment and was admitted to ICU in hospital at 09:30 pm, was vomiting till late night in ICU till 11:30 pm. Patient took 15 days off from field work and taking rest at home due weakness due to heavy loss of protein and fats from body, could not speak for more than 10 minutes for few days due to weakness. On (B)(6) 2025, patient was discharged from hospital at 6:30 pm approximately. Suspect novorapid insulin was normal. Patient generally reuse needle (not specified) for 2 to 3 days since 2019. Patient keep the needle attached to the pen in between injections for 2-3 days. Force needed to inject did not feel different from normal. Patient kept the insulin suspension in ice box during travel. Patient dialling clicks to estimate the dose of the product. Patient did not recently change diet or exercise level. Patient attach the needle to the pen in a 180 degree angle (straight on). Novorapid insulin in use stored at room temperature 20-25 degrees celsius in home fridge, in office airconditioned, during travel in ice box, in jute bag, away from direct sun-light. Patient have 2 novopen 4 one at home and another one during travelling. Batch numbers: novopen 4: requested novorapid penfill: requested action taken to novorapid penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was unknown. The outcome for the event "pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patinet's body (device failure)" was unknown. The outcome for the event "noise of injecting mechanism (noise from device)" was not reported. The outcome for the event "patient leave the needle attached to the pen in between injections for 2 -3 days (device stored with needle attached)" was not reported. The outcome for the event "patient dialling clicks to estimate the dose of the product (wrong technique in device usage process)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia): unknown pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patient's body (device failure): unknown noise of injecting mechanism (noise from device): unknown patient leave the needle attached to the pen in between injections for 2 -3 days (device stored with needle attached): unknown patient dialling clicks to estimate the dose of the product (wrong technique in device usage process): unknown. Company's causality (novopen 4) - hyperglycemia(hyperglycemia): possible pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patient's body (device failure): possible noise of injecting mechanism (noise from device): possible patient leave the needle attached to the pen in between injections for 2 -3 days (device stored with needle attached): possible patient dialling clicks to estimate the dose of the product (wrong technique in device usage process): possible. Reporter's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : unknown pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patient's body(device failure) : unknown noise of injecting mechanism(noise from device) : unknown patient leave the needle attached to the pen in between injections for 2 -3 days(device stored with needle attached) : unknown patient dialling clicks to estimate the dose of the product(wrong technique in device usage process) : unknown company's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : possible pen issue while injecting insulin-for 2 days, 6 times, there was no injection of insulin in patient's body(device failure) : possible noise of injecting mechanism(noise from device) : possible patient leave the needle attached to the pen in between injections for 2 -3 days(device stored with needle attached) : possible patient dialling clicks to estimate the dose of the product(wrong technique in device usage process) : possible on (B)(6) 2025 the case changed status from non-valid to valid as missing element(s) event hyperglycaemia were reported' since last submission case has been updated with following information lab data was added event, wrong technique in device usage process, device stored with needle attached were added event verbatim and coding of the event hyperglycemia were updated unspecified insulin was deleted and novorapid was added as suspect classifications non-valid case, other reportable day 10, other reportable day 6 were deleted operator of the device and trained user field updated as yes narrative updated accordingly references included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4) reference notes: medwatch 3500a MFR. Report number.

Event description:
Case description: investigational results name: novopen 4 , batch number:unknown no investigation was possible, because neither sample nor batch number was available. Name: novorapid penfill, batch number:unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information investigational results added for novopen 4 and novorapid penfill is nonreportable field updated as no malfunction field updated as no final report check box was ticked expected date of follow up report was deleted follow up information further investigation comment updated imdrf b,c,d,g codes were updated narrative updated accordingly. Final manufacturer comment: 12-jan-2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary name: novopen 4 , batch number: unknown no investigation was possible, because neither sample nor batch number was available.